Event description:
It was reported that during use of the bd q-syte¿ extension set there was leakage along the split septum. Foreign complaint the following information was provided by the initial reporter, translated from dutch to english: there is a complaint from the emergency room department. Lot no. 8144840. After a blood sample, the blood leaked along the split septum (it didn't seem to close properly).

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 8144840. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, no abnormalities could be identified in the returned sample despite attempts to identify the cause using leakage testing and microscopic evaluation of the device.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd q-syte¿ extension set there was leakage along the split septum. Foreign complaint the following information was provided by the initial reporter, translated from dutch to english: there is a complaint from the e.r. Department. Lot no. 8144840. After a blood sample, the blood leaked along the split septum (it didn't seem to close properly).